Manufacturer narrative:
Qc before and after the event was within the laboratory's established ranges. A field service engineer (fse) was on-site 05/10/2011 and found a partial blockage (reddish orange particles) in the electrolyte injection cup (eic) samples inject port. Fse cleaned the blockage and replaced the eic valves as a precautionary measure. Fse also cleared bubbles from the reagent lines and verified performance. On (B)(4) 2011, fse found additional blockage (reddish orange particles presumed to be from the rubber tube stoppers) in the eic. Fse cleaned eic and valves, replaced cap piercer blade wick, mc sample probe and wash collar and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false sodium (na) and chloride (cl) results generated by the unicel dxc 800 pro synchron clinical system. The results were not reported outside of the laboratory. The samples were repeated with different results. The customer did not indicate which results were correct or reported. There was no death, injury or affect to patient treatment as a result of this event.